Event description:
My daughter has a tandem t slim insulin pump and has had 5 pumps fail on her in the last several months. She either has really bad luck or something has changed or is wrong with the manufacturer. Please investigate. Pt code: 4582. Device code: 2588. Reference reports: mw5178116, mw5178117, mw5178119, mw5178120.

Event description:
Additional information received on 12/3/2025 for report number mw5178118 to update procode to qfg.